Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient did not know the cause of the por and were told they needed to see a doctor. On (B)(6) patient was able to see a doctor and they called medtronic and found out that their device was not on and they got it turned on. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they received a power on reset (por) code when they were trying to turn their stimulation up a notch. It was indicated that that there was no recent medical test or electromagnetic interference (emi) environmental exposure. The patient was redirected to follow up with their healthcare professional (hcp) to have the device checked and por message cleared. No patient symptoms or further complications were reported or were expected.